Event description:
The initial rptr stated that the vertier surgical table does not respond to commands via the hand control and over ride panel intermittently. No pts were involved and no adverse consequences occurred as a result of this malfunction.

Manufacturer narrative:
There is no established expiration date for this device. Unk whether the initial rptr is a health professional. Device mfg date is unk at this point. Further attempts will be made for this info. Eval summary: said device was evaluated in the field. The override panel was found with ripped wires. The override panel functions as a safety backup when the hand control is not functional. Further investigation is ongoing. This is not a single-use device.